Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic dtc representative reported via email to the help line the customer was hospitalized due to low blood glucose. The information was obtained while collecting information regarding the purchase of a new insulin pump. The hospitalization occurred (B)(6) 2017. The customer had a low blood glucose drop while sleeping and was hospitalized for two to three days. The patient's blood glucose value at the time of hospitalization was not provided; however, the patient had experienced blood glucose values ranging from 30 mg/dl to 400 mg/dl. The patient stated that the insulin pump had not malfunctioned, but that their device settings were incorrect. The inaccurate settings may have contributed to the unstable blood glucose values. The health care professional temporarily removed the customer from insulin pump therapy for approximately two months due to the wide blood glucose range and hospitalization. The product was not returned for analysis.